Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed via the submitted log files. A review of the submitted log files spanned approximately 25 days (06aug21 ¿ 30aug21 per time stamp). On 30aug21 at 04:17, the no external power alarm activated while connected to the mpu due to both white and black lead voltages diminishing to ~0v. This was due to a loss of ac power. The alarm cleared on its own shortly after power was restored. The backup battery was able to provide power to the controller during this event. The alarm did not affect the controller's ability to operate the pump at the set speed. No other notable alarms were active in the log file. The mpu was not returned for analysis and remains in use. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no response was received. A root cause for the reported event cannot be conclusively determined through this analysis. Device history records could not be reviewed due to the serial number of the mpu not being available. The patient handbook and instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot no external power alarms. The "patient care management" section of the IFU instructs the patient to keep a flashlight, fully-charged batteries, and battery clips within reach to be prepared for a power outage. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's log file captured low flow alarms on (B)(6) 2021 and (B)(6) 2021, resolving on its own. The cause of the low flow alarms was determined to be dehydration. The log file also captured pulsatility index (pi) events and low battery advisory alarms due to normal battery depletion. The patient was initially presented to the emergency room (ER) with chest paint and hypertension. Flows were 3.3 and pi was 7.4 while in the ER. Hydralazine was given for hypertension. The patient stated they have not been eating/drinking as much in the last few days. The patient has had a few low flow alarms less than 2.5. Lactate dehydrogenase (ldh) was at baseline, and ramp echocardiogram was done during last admission and was negative. The analysis of the log file revealed multiple no external power alarms while on the mobile power unit (mpu). This was caused by power to the mpu being briefly interrupted.